Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b3 - remove date of event, h6 impact code. This follow-up report is being submitted to relay additional information. The following sections were updated: b5, d10. D10: 3848666 204-38-08 - stem extension 80l x18 mm, 4062162 208-01-04 - cc femoral sz 4, 4070386 201-78-15 - holding pin mini sharp point 4 pk, 4085219 208-09-05 - cc stem ext adaptor 5 degree, 4201145 201-78-88 - 4"" drill bit, mod. Hex 2-pk.

Event description:
The patient has not yet scheduled a surgery for explantation of the left knee at issue.

Event description:
It was reported via legal documentation that approximately 99 months after a left total knee replacement procedure, the patient has experienced significant pain and discomfort, gait impairment, poor balance, difficulty walking, component part loosening, soft tissue damage, bone loss, mental and emotional distress. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: (B)(6), 204-38-08 - stem extension 80l x18 mm, (B)(6), 208-01-04 - cc femoral sz 4, (B)(6), 201-78-15 - holding pin mini sharp point 4 pk, (B)(6), 208-09-05 - cc stem ext adaptor 5 degree, (B)(6), 201-78-88 - 4"" drill bit, mod. Hex 2-pk.

Manufacturer narrative:
Correction: please disregard this report as it was reported in error. Event was previously reported under report #1038671-2024-01434 and 1038671-2024-04661.